Manufacturer narrative:
Based on the clinical evaluation confirmed type 2 endoleak and did not confirm a type 1a endoleak as reported. Event is not a design or manufacturing related issue. The root cause was inconclusive, there is not enough information to determine the root cause of the reported event. Potential contributing factors include; off label use, incorrect initial placement of the device, and antiplatelet therapy. Product labeling also specifies the potential risk for endoleaks with the placement of a stent graft.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient had a procedure on (B)(6) 2012 with a bifurcated device. Upon follow up, physician suspected type 1a leak due to sac enlargement and device landing too short. A suprarenal aortic extension was implanted to correct issue. Patient is in good condition post procedure.